Event description:
A malfunction, identified as malf 0, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and technical support provided the pump reset information, assisting the customer with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared. The customer understood and acknowledged the instructions.